Manufacturer narrative:
Product event summary the full lead was returned in segments and analyzed. There were no anomalies found. It was noted that the proximal conductor was pulled, stretched and overstressed, there was blood (not obstructed) on the proximal and distal conductors. There was body tissue on the distal end electrode. The helix was bent. The outer insulation was torn, and had a cosmetic white substance and cosmetic depression. It was visually noted that there was apparent explant damage.

Event description:
It was reported that the right ventricular lead had progressively increased in impedance and the impedance was high. The lead was ex planted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): (B)(4) implantable pulse generator 2008-(B)(6); 5076 implantable pacing lead 2008-(B)(6), (B)(4).